Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported pt was "seen in ER, PICC dislodged at home during dressing change and on (B)(6) 2019 PICC dislodged further." No other information was provided.